Manufacturer narrative:
As reported, the proximal end of the catheter came off during use in the patient. There was no reported patient injury. The target lesion was the visceral artery. The device was used for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when removed from the package. The device was prepped per the IFU. There were no anomalies noted during prep. There was no unusual force used at any time during the procedure. In the end the catheter was completely removed. The device was not kink in the area of separation. The procedure was continued with a similar device. Additional procedural details were requested but are unknown. One non-sterile catheter tempo aqua 4f c2 65cm was received for analysis inside a plastic bag containing the catheter in two pieces and with a kinked condition at the large part. The separation is located at 2.5 cm from the edge of the hub. Kinked condition is situated at 15 cm from the tip. No other damages where observed at received part. Outer diameter was measured at 3 places near to separated area, and all values were within specification. Inside diameter close to the separated edge was measured and it was found to pass. Sem analysis showed that the catheter body separated sections presented evidence of elongations and frayed edges; braid wire showed twisting conditions and an exposed braid wire showed evidence of ductile dimples. These characteristics suggest that the device was induced to stretching/pulling and/or twisting events that exceed the material yield strength prior to the separation. No other issues were noted during sem analysis. A device history record (DHR) review of lot 17616400 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿catheter (body/shaft) separated - in-patient¿ was confirmed during analysis of the returned device. The exact cause of the catheter separation could not be determined during analysis. Based on the information available for review, procedural/handling factors most likely contributed to the separation reported as evidenced by the elongations, frayed edges and twisting conditions with ductile dimples at the separation areas during analysis. According to the instructions for use, which is not intended as a mitigation, ¿treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17616400) presented no issues during the manufacturing process that can be related to the reported event.  This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal end of the catheter came off during use in the patient. There was no reported patient injury. The target lesion was the visceral artery. The device was used for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when removed from the package. The device was prepped per the IFU. There were no anomalies noted during prep. There was no unusual force used at any time during the procedure. In the end, the catheter was completely removed. The device was not kinked in the area of separation. The procedure was continued with a similar device. Additional procedural details were requested but are unknown.